Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported frequent cracking of balanced tip with unknown timing. The surgery details were unknown. There was no report of patient impact.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. No technical inquiries were received from the customer. Two opened phacoemulsification (phaco) tips without wrenches, in a glass vial, in a bag were received. Sample 1 was visually inspected and was found to be non-conforming as the phaco tip was broken at the aspiration bypass (ab) hole. Only the piece with threads was returned. The breakage was very jagged and the wall thickness was observed to be even. Sample 2 was visually inspected and was found to be non-conforming as the phaco tip was broken at the cone to cannula transition area. The breakage is very jagged and the wall thickness was observed to be even. A review of the device history record traceable to the reported lot number, indicates that the reported product was processed and released according to the reported product¿s acceptance criteria. The photo was reviewed by the manufacturing site. The photo shows 2 phaco tips broken at the ab hole. The reported issue is confirmed from the photo review. The investigation conducted a non-conformance review of the reported lot number. No deviations, were identified and all corresponding production release specifications defined in the device master record were met. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. The complaint evaluation confirms the phaco tip was broken. The root cause for the broken phaco tip cannot be determined from this evaluation. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. As the root cause and its origin are inconclusive, further investigative or manufacturing actions are not warranted at this time. All phaco tips are 100% visually inspected by trained operators using 30x magnification during the manufacturing process. Receipt of additional relevant information or supporting materials will prompt a re-evaluation of the complaint investigation. Complaint data for all products is reviewed monthly to monitor for adverse trends. During the last review, no adverse trends were observed for the reported product and event combination. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. No further action warranted at this time. The manufacturer internal reference number is: (B)(4).